Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not enter any values into the pump personal profile settings after receiving a replacement pump and attempted to use the pump to deliver insulin therapy. Contact acknowledged user induced error. Customer's blood glucose was 252 mg/dl. Recommendation was made to discuss personal profile setting values with a health care professional. Customer reverted to manual injection for insulin therapy.